Event description:
It was reported to philips that the cable of the plates is damaged. There was no patient involvement. The customer worked with the technical support representative. The customer verified the paddle cable was damaged. The paddles need to be replaced. Upon conclusion of the evaluation, it was determined that the external paddles require replacement. The customer being sent paddle for their install.

Manufacturer narrative:
The customer worked with the technical support representative.